Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016. Product analysis: the device was returned and evaluated by product analysis on 07/21/2016 with the following findings: review of the pump¿s black box revealed related alarms. Investigation revealed a battery compartment crack. The returned battery cap was able to secure properly to the pump. The cap¿s top and threads were damaged. The pump emitted a related alarm during the rewind step of the prime sequence. The pump¿s power draws during the rewind step were out of specification. Moisture was observed on the pump¿s motor circuit. Unrelated to the complaint, the bolus button cover was missing. Moisture was observed on a bolus button component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.